Event description:
Patient was implanted with two lag screws in the foot on (B)(6) 2011. It was reported that one of the lag screw broke post-operative on an unknown date in (B)(6) 2012. The patient will be getting a second opinion before he considers having the screw explanted.

Manufacturer narrative:
Reported date of event is (B)(6) 2012. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.